Event description:
It was reported that the patient presented to clinic and the pulse generator exhibited an elective replacement indicator alert. The device was interrogated and reprogrammed on (B)(6) 2015. The device remained implanted. The patient would continue to be monitored. The patient was noted to be in stable condition before, during and after the event.